Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, customer was not performing the proper air removal techniques. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in the 300 md/dl range.